Event description:
It was reported that, "staple jamming". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "staple jamming". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of a 528135 visistat 35r 6/box for investigation. Visual examination was performed with and without magnification. There were 24 staples estimated to be remaining, as their severe misalignment, prevented the actual number from being counted. The trigger was returned not engaged. There was no evidence of use in the form of biological material was present on the device. The stapler did not fire upon functional inspection due to the severely misaligned staples. The staples were loose enough in the cover block to move freely when the stapler was tilted back and forth. The stapler was then disassembled, and it was observed that the saddle spring was completely disconnected from the pusher and at the front of the cover block. Minor die cast anomalies were discovered on the forming tool. No other defects or anomalies were observed. A device history record review was performed, and no relevant findings were identified. The reported complaint of "misfire/jamming-info not provided" was confirmed based upon the sample received. The sample returned displayed severely misaligned staples. Upon functional inspection, the stapler did not fire. The stapler was then disassembled, and it was observed that the saddle spring was completely disconnected from the pusher. Minor die cast anomalies were discovered on the forming tool. A non-conformance was previously opened by the manufacturing site to address this issue. Several actions were taken to address this issue as part of this non-conformance, which was closed on 11dec2024. The returned sample was manufactured prior to these actions on 28mar2024. Teleflex will continue to monitor and trend on complaints of this nature.